Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183367. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the pacemaker exhibited an unspecified impedance problem. No intervention was reported. The patient condition was unknown.